Event description:
It was reported the customer had motor error alarms on their insulin pump. The customer's wife also stated the customer has been experiencing high blood glucose. It was found the customer's blood glucose has reached over 600 mg/dl. The customer was also experiencing excessive thirst, frequent urination, irritability, and memory loss from their high blood glucose. Customer's blood glucose was treated with manual injections. The wife also stated the customer's boluses were not being recorded in the bolus history. It was also found the customer was hospitalized in (B)(6) 2014 for double pneumonia. Troubleshooting was also able to confirm the customer's boluses were not being recorded in the bolus history. It was also found the customer had a signal too low alarm and unexpected restart alarm in their alarm history. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.